Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A power on reset (por) message was seen. It was reviewed with the patient the meaning of a por and that the therapy had turned off and reset to shipping parameters. The patient reported they went to make an adjustment and noticed the message on their programmer. The patient reported they had not had any recent medical test or electromagnetic interference (emi). There were no symptoms and there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that the circumstances that led to the power on reset message on the programmer were that the device would not measure the settings. It sent a por message. The doctor found that the interstim in their body had not been working due to the fact that the battery had died. The battery was scheduled for surgical replacement. The patient noted the interstim was not working and that it was not addressed that the battery would need replacement. The patient reported that a surgery was scheduled. There were no further complications reported.